Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that there was blood on the proximal conductor. Concomitant: d274drg ICD implanted: 2011-(B)(6).

Event description:
It was reported that the patient experienced symptoms due to oversensing on the right ventricular (rv) lead. The lead also had high thresholds and possible insulation issues. The lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer after being explanted due to a system downgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.